Event description:
A malfunction was reported on the customer's pump, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process, ensuring that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happens again.